Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low or high blood glucose levels. Reportedly, the customer was "woozy" when the reported issue occurred. Customer declined troubleshooting with tandem technical support. Reportedly, customer reverted to manual injections.